Event description:
The reporter stated the surgeon inserted an aq2010v silicone three piece lens and the lens tore. The lens tore the capsular bag upon insertion. The incision was enlarged to remove the lens and an anterior vitrectomy was performed. Another same type lens was implanted and sutures were required to close the incision .the reporter stated the capsular bag was torn by the lens.

Manufacturer narrative:
Evaluation results: visual inspection of the returned product found half of the lens optic and one haptic torn off and missing. There was evidence of clear surgical residue. Both sides of the lens optic and haptics were checked and no rough/sharp edges were found. A lens work order search was performed and no similar complaints were found. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and the evaluation of the returned product, a specific root cause of the event could not be determined. It should be noted that the injector and cartridge were not returned for evaluation.